Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. The cause of the peritonitis was unknown. On the same day as onset the patient began treatment with intravenous (IV) vancomycin, 1 gram, every three days for 14 days. Three days after onset, the patient was hospitalized for the event and the patient began an additional treatment with IV imipenem, 20 mg, twice daily for 14 days. Four days after being admitted to the hospital, the patient's pd catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis (twice per week). One day later, the patient was discharged. At the time of this report, the patient was not recovered from the peritonitis event. No additional information is available.